Event description:
The contact at the hospital reported that during stent-assisted coil position surgery of a posterior communicating artery (pcom) the presidio coil (pc410062630/ c24469) stretched after withdrawing into the prowler select plus microcatheter (606s255x/16060748) and repositioning. The aneurysm size was 5.2*6.3 mm. The neck width was 4.3 mm. The jailing technique was used to position the coil. After positioning the coil, the surgeon noted the shape was not satisfactory in the aneurysm. He withdrew the coil into microcatheter immediately and began to position it again after adjusting. It was noted the coil had partly stretched. The surgeon had to change to another coil. The coil and microcatheter were removed together. It was also noted that the stent (details unknown) could not be deployed and got stuck in the microcatheter. When the surgeon removed the microcatheter, it was found that the tip of the microcatheter was compressed. He changed to another microcatheter to complete. There was no reported patient injury. At the time of the initial contact, the products were not available for return. There was no significant clinical delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance when the coil was advanced/repositioned/withdrawn.

Manufacturer narrative:
Concomitant devices: prowler select plus microcatheter (606s255x/16060748); stent (details unknown). The presidio (pc4100626-30, lot c24469) will not be returned, therefore the root cause of the coil stretching during repositioning inside the aneurysm cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It is confirmed that the proximal section of the coil has intermittent areas of stretching. No manufacturing defects were found. There are two possible contributing factors to the coil stretching and damage found. These factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coil stretching may have occurred by becoming temporarily anchored on itself, the coil already dwelling inside the aneurysm (if previously placed), ort on the distal section of the microcatheter. When the anchored coil was retracted for repositioning it may have stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the secondary contributing factor may have been the selection of a non-compatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The inner lumen of the prowler select plus microcatheter is 0.021¿. In addition, without the return of the prowler select plus microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.